Event description:
It was reported that the device had a suspected overdischarge. Pt fell directly on the implant about one month ago. Five days later, it was reported that the recharger would not charge. It shows that it is plugged in but will start blinking after about 1-2 minutes.

Manufacturer narrative:
(B)(4)